Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 27th january 2015. Delivery note 29261 was reviewed, which revealed the sam 500p was shipped with a pad-pak (lot a2050 or a2051) and a pedi-pak (lot p5023 or p5024), which had expiry dates of april 2019. The DHR for the returned pad-pak from lot a3286 (expiry august 2023) was reviewed, which revealed it was 1 of 200 manufactured on the 9th may 2019, 199 of which were shipped to htm medico on the 14th may 2019. Each pad-pak was subject to a battery voltage test on the 13th may 2019 with no recorded fails. Depleted pad-pak. No fault found on the returned sam 500p. Information from the history log showed the device was first installed on the 9th february 2015 and performed to specification for 4 years and 4 months before failing the weekly auto self-test due to low battery on the 9th june 2019. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. Information from the delivery note for the sam 500p indicate the device was shipped with a pad-pak (lot a2050 or a2051) and a pedi-pak (lot p5023 or p5024), which had expiry dates of april 2019. These pad-paks would therefore have expired by the time of the initial low battery fail and had likely resulted in the reported fault. The pad-paks were not returned for investigation. During investigation, no fault was found on the sam 500p or returned pad-pak from lot a3286 that would have resulted in a low battery fail. The device was temperature cycled between 0-50°c for 48 hours with the returned pad-pak fitted. Further stress testing was then carried out at 50°c 95%rh for 5 days. The pad-pak ocv/ccv and device current drain were measured before and after this stress testing with no significant changes observed. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
AED flashing red light. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED flashing red light. There was no patient involved in this event.